Event description:
On (B)(6) 2012, a vns treating neurologist reported that the last time he ran system diagnostics on the vns patient was (B)(6) 2011 and he thinks he saw high impedance. The physician stated that he is unable to confirm this as he did not write it down. The physician further stated that he thinks the device is working fine though since the patient has had great seizure control lately. The patient's settings as of (B)(6) 2011, were output=2.75ma/frequency=30hz/pulse width=500usec/on time=21sec/off time=1.1min. Good faith attempts for additional information were made to the physician but no further information has been received to date. Although surgery is likely, it has not yet occurred. Reviewing the patient,s programming history revealed that normal mode diagnostics have shown a steady increase in dcdc code from 3 to 6 but no high impedance. The last system diagnostics test on (B)(6) 2010, showed output=ok/lead impedance=ok/dcdc=2/eri=no and the normal mode diagnostics test that day showed output=ok/lead impedance=ok/dcdc=6/eri=no. A battery life calculation was performed with the programming history available which showed negative years until elective replacement indicator (eri)=yes.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.